Manufacturer narrative:
The account replaced the power control board assembly and the logic control to resolve the issue.

Event description:
The account alleged the bed goes up and down on its own. No pt impact.